Event description:
Pt in wheelchair while leaning forward to have pillow placed at their back by spouse. Device tipped forward, pt fell out on floor. Taken to hospital. Diagnosed with right hip fracture, right leg fracture above the knee and possible left ankle fracture. Required surgery to hip. Also, sustained facial laceration. Spouse spoke to vp of co, who stated he did not know the manufacturer of the wheelchair as co. Buys "wholesale."